Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas displayed an alert 38 indicating a motor stall during use, and a guided dry run could not proceed, consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during assessment, and the device issue was characterized as a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.